Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of a minicap transfer set. This occurred during setup of peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body of the twist clamp. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The set performed according to product specifications and no leak was observed, therefore, there was no risk to the patient as the separation of the transfer set did not result in a breach in the sterile pathway. The reported condition of separation was verified. The cause of the condition was due to inadequate solvent bond between the female connector, insert chip, and main body during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.